Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to ((B)(4)). This complaint was received as follows; "unable to deflate balloon - unable to remove catheter. Had to be removed with ultrasound."

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to puncture the balloon in order to remove it from the bladder, which if not removed, could have resulted in serious harm. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because other attempts to remove it failed and it would only come out after the procedure. Reported to the FDA on (B)(4) 2013.